Event description:
It was reported that the customer experienced a cartridge alarm, which resulted in high blood glucose levels. The customer addressed the high blood glucose by administering a corrective injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate form of insulin therapy.